Manufacturer narrative:
This lead was surgically abandoned; therefore we will be unable to perform analysis on this lead. Should it be returned, or if additional information becomes available, this report will be updated.

Event description:
Boston scientific crm received information that this patient was feeling tired all the time. During testing, impedance measurements greater than 2500 ohms and loss of capture were noted on the right ventricular lead. A lead fracture was suspected. As a result, this lead was surgically abandoned.